Event description:
Subsequent to the initial MDR, additional information has been provided. Data was provided for investigation. Data investigation confirmed signal loss as signal loss equal to or under one hour on 10/17/2025. The performance data was reviewed for the time period of interest. The data indicates that the sensor session started at 11:40 am on (B)(6) 2025. The session lasted 6 days and 21 hours and ended when the sensor failed with an algorithm detected failure. There were no bg meter calibrations performed during the entire session. On the date of the reported event several signal loss events were found in the data with the longest event lasting 19 minutes. The egvs during the time period in which these events occurred were above the high threshold which had been set to 180 mg/dl. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. According to the reporter, on (B)(6) 2025, the patient was hospitalized for three days due to high bg levels. The patient reported that she was receiving ¿missing sensor values¿ on the day she started to feel unwell and decided to go to the hospital. No specific patient symptoms were reported. The patient was wearing an omnipod insulin pump. There was no documentation on what medication or treatment the patient received during this event. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No other patient or event details were available. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.